Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2016-01761, 03342, 03343, 03380, and 04688).

Event description:
Patient has been indicated for revision of custom triflange acetabular component due to an unknown reason. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.